Event description:
The customer contact reported a hole in the tubing; subsequently air was noted in the tubing set. The tubing set was being used to deliver an unspecified concentration of saline. After an unspecified length of time in use, leakage of solution was noted and an unspecified volume of air was reported in the tubing set. At this time, a hole in the tubing was noted at an unspecified location. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.